Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that the 30 mm closure device was successfully implanted during an uncomplicated procedure. Unremarkable effusion sweeps were performed after deployments, recaptures, and at the end of the case. In the recovery unit, approximately two hours later, the patient became hypertensive and moderate pericardial effusion was noted. The patient was monitored for an unknown duration of time until the physician attempted a bedside pericaridocentesis, which resulted in a perforated right ventricle. The patient was then taken to the operating room for repair of the perforated right ventricle. There was no known defined medical reason for the pericardial effusion. The patient was on warfarin with inr of 2.4. No use of antiplatelet drugs at this time. Patient was discharged home with no complications.